Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; switch box and universal cord both had a scratch; air/water cylinder, suction cylinder, control unit, and adhesive around the objective lens all had discoloration; switch flexible printed circuit, plug unit, circuit board unit in suction connector, scope connector cover unit, scope connector case unit, cable unit, all had corrosion due to water leakage; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; the cover of light guide bundle was damaged; light guide lens had a crack; distal end was shaved; due to annual inspection, parts must be replaced; and water tightness of forceps elevator was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had blurred view of the duodenum. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: adhesive around objective lens and inside of the light guide lens both had foreign objects, and the distal end had residual liquid. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the suggested events "foreign material on the glue at ob-lens/residual liquid in the distal end" olympus could not identify the foreign matter. It is possible foreign material was not removed since the reprocessing was not conducted properly due to leakage from forceps elevator. The root cause of the suggested events could not be specified. Also, for the suggested event "stain inside lg-lens" olympus could not identify the foreign matter. It is likely the foreign material remained in the device due to humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The root cause of the suggested event could not be determined. Additionally, it is possible the suggested event "procedure was delayed 2 hours due to blurry image" occurred due to the user may have inspected image of the device insufficiently prior to use. However, the root cause could not be specified. The event can be detected and/or prevented by following the instructions for use which state: -IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. -IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. "Caution: do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." "Caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is being submitted to include additional information received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The event occurred during the middle of an unspecified therapeutic procedure. There was a 2 hour delay in the procedure while the patient was under deep sedation. The intended procedure was completed with another device. No patient injury was reported.